Manufacturer narrative:
The device is not available for evaluation but a lot history review will be conducted.

Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where the customer reported that the device separated during patient infusion. It was reported that when they attempt to purge the air in the bulb back towards the filter, the tubing came apart. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Three pictures were returned. Two showed the incoming tubing detached from bulb pump on the set. One showed the lot information of the set. The complaint of tubing coming apart can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.